Manufacturer narrative:
Follow-up #1: date of submission 03/07/2016: device evaluation: the device has been returned and evaluated by product analysis on 02/23/2016 with the following findings: on examination, the display lens was noted to be scratched. The display screen is dim and discolored. Unrelated to the original complaint, the battery compartment was noted to be cracked along the side of the pump.

Event description:
The reporter contacted animas on (B)(6) 2015 alleging a display (damaged) issue; the display was reported to be scratched. Animas customer support made several attempts to follow up with the reporter to determine if the screen could be safely read, but was unsuccessful. This complaint is being reported because the alleged issue remained unresolved.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.